Event description:
As reported by the edwards field clinical specialist (fcs), during a transapical tavr procedure the patient was placed on cardiopulmonary bypass (cpb) for sixteen minutes due to prolonged hypotension post valve deployment. The patient's heart recovered and the patient was able to be weaned off cpb with limited pharmacological support. The fcs noted there was a longer run of rapid ventricular pacing (rvp) due to the patient's blood pressure not dropping as quickly as the medical team expected. Moreover, the patient was known to have a mild biventricular dysfunction with a left ventricular ejection fraction of 30%.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, hypotension is a potential adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and the tavr procedure. Hypotension is extremely common during the transaortic valve implant procedure and has multiple potential etiologies, including the effects of anesthesia and rapid ventricular pacing, and is required during bav and subsequent valve deployment. The root cause of the reported intraoperative hypotension in this case cannot be confirmed; however, the patient's decreased ejection fraction (30%) in combination with anesthesia, procedural medications, and an extended run of rvp during valve deployment likely caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.